Event description:
The reporter's husband stated that he experienced an er1 message due to not putting an adequate blood sample on this strip. He retested, but cannot remember the value. There were no symptoms of high blood sugar nor did he seek any advice or treatment from a health care professional.